Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: x3 liner was impacted as usual. When the surgeon checked stability with eleva, it made a slight bending movement on one side. Surgeon checked again, but it didn't change. In the end, it didn't come off, so procedure was completed. When such an event occurs, what could be happened? Are there any similar event ?